Manufacturer narrative:
(B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that at the tibial inserter the screw that fixes the plastic padgot broke and there are no pieces left in the situ.

Manufacturer narrative:
(B)(4). Visual inspection of the returned items confirmed the reported event. The likely condition of the device when it left zimmer biomet is conforming to specification. The root cause of the fracture cannot be clearly determined, however, evidence of impaction along the lower arm which is not in-line with the surgical technique has been identified through visual inspection of the returned instrument. Any impaction in this area could have resulted in accidental impaction to the screw also, which could have caused the fracture. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that at the tibial inserter the screw that fixes the plastic padgot broke and there are no pieces left in the situ.